Event description:
The sensormedics customer reported that the 3100a ventilator did not meet a performance spec. The source gas low led was on and a hissing sound was heard. There was no pt involvement.